Event description:
It was reported that during a da vinci-assisted general surgical procedure, the tenaculum forceps instrument had a broken cable. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: when the incident happened, there were no visible fragments inside the patient. The customer assumed that the missing fragments was during the cleaning of the instrument after the case. There was no report of fragment falling from the device while used within the patient. If there would have been fragments the surgeon would have had to retrieve them out of the patient. The customer is not aware of the patient returning to the hospital due to experiencing any post-surgical complications related to retention of foreign material.

Manufacturer narrative:
Based on the claim against the product by the customer noting broken cable, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. Failure analysis was able to reproduce/confirm the reported complaint. The tenaculum forceps instrument was found to have a broken pitch cable at the distal end. The broken cable segment that contains the crimp was still installed in the clevis. Common cause of this failure mode are attributed to a component failure. Cable breakage, whether partial or full, may be attributed to reduction in ultimate strength of the material, which may be the result of damage to the cable through external collisions, during use, or during reprocessing. This complaint is being reported based on the following conclusions: failure analysis found the tenaculum forceps instrument to have a broken pitch cable at the distal end. The broken cable segment that contains the crimp was still installed in the clevis. If a pitch cable breaks at the distal end, a cable segment and/or the crimp could potentially fall inside a patient. Although there was no patient injury reported, a recurrence of the failure mode could cause or contribute to an adverse event.